Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 4074 implantable pacing lead implanted (B)(6) 2012; model sedr01 implantable pulse generator (ipg) implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was believed to have dislodged due to loss of capture and not sensing r waves. The rv lead was explanted and replaced. It was also reported that the atrial lead exhibited high thresholds. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.